Event description:
It was reported that over-sensing of artifacts were seen as well as an increase in pacing thresholds. This was reproduced through pectoral activation and advise was given to replace this right ventricular (rv) lead due to possibly being compromised. The physician elected to increase the sensitivity and closely monitor the patient. Disclaimer statement: this report reflects information received by FDA in the form of a notification per 803.22 (b)(2).